Manufacturer narrative:
The customer reported that the advia centaur vb12 releasing agent was probably not prepared correctly. There was failure to follow the customer's established procedure of running qc with every preparation of the advia centaur xp vb12 releasing agent prior to testing patient samples. When qc was performed on the releasing agent, the qc was out of specification. When qc was run with a fresh preparation of releasing agent, the results were in range. The quality control section of the instructions for use states: "if quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: -verify that the materials are not expired. -verify that required maintenance was performed. -verify that the assay was performed according to the instructions for use. -rerun the assay with fresh quality control samples. -if necessary, contact your local technical support provider or distributor for assistance." The limitations section of the IFU states: "preservatives, such as fluoride and ascorbic acid interfere with the advia centaur vb12 assay. Excessive exposure to light may alter vitamin b12 values. Dispose of the dtt/releasing agent ancillary reagent pack after 108 hours."

Event description:
The customer reported to siemens that they have a procedure to run quality control (qc) material with every preparation of advia centaur xp vitamin b12 (vb12) to ensure that it is prepared correctly before testing patient samples. This did not happen in this particular instance and patient samples were tested and results reported before qc was run and identified a preparation error. Results generated with the improperly prepared vb12 ancillary reagent showed a positive bias. There are no reports that patient treatment was altered or prescribed. There are no reports of adverse health consequences due to the vb12 discordant results.